Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4). During ambulance transport the rotaflow unit shut off. No information about the patient`s condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Customer agreed to explain the chain of events.:" patient made it by battery to the ambulance. When rf was plugged into an inverter the rf power down. After trying another outlet in ambulance and having the device shut down again the ambulance team cranked the patient manually to the receiving hospital. The patient made it to receiving hospital alive. The inverted was not a clean sinewave inverter. The rf wasn`t designed to run on a square wave. So that caused the shutdown of the rf. Root cause: miss use. The device is not intended for transport outside the hospital." The involved device was investigated on the 2018-04-13 and on the 2018-04-19 by a getinge service technician: he found the device working to factory specs. Device ran greater than 5 hours on battery power 2500 rpm at 9 lpm during battery run test. Rotaflow passed all tests and is released for clinical use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this a systemic error. No corrective action is needed.

Event description:
(B)(4).